Event description:
It was reported that the patient experienced pulses electrical activity (pea) during a cardiac arrest. Post pulsed field ablation procedure, and upon arrival to the post care unit, the patient had a cardiac arrest. A code was called, and cardiopulmonary resuscitation (CPR) was performed. It was suspected that the cardiac arrest might have been caused by the reversal of proteins. Additionally, the patient was then transferred into the operating room and an effusion was observed. The faradrive sheath had caused a hole in a linear fashion in the right atrium from the level of the right inferior pulmonary vein (ripv) to the inferior vena cava (ivc). The patient right atrium tissue was thin, but it was clearly caused when removing the sheath post procedure. The device is not expected to return as it was disposed. It was further reported that the sheath was disposed therefore the lot number is not available. The treatment administered to resolve the effusion initially involved performing tap in the post-care unit. However, due to the patients habitus, this was unsuccessful, and the procedure was moved to the operative room for a pericardial window. The effusion was identified only after opening the chest in the operative room. The patient was stabilized and is currently alive. They have not been discharged and remain an inpatient at the hospital. The pfa procedure was performed to treat paroxysmal atrial fibrillation. No physical damage was observed with any boston scientific devices prior to the procedure, and no effusion was noted immediately post-procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown as the device was disposed, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pulses electrical activity (pea) during a cardiac arrest. Post pulsed field ablation procedure, and upon arrival to the post care unit, the patient had a cardiac arrest. A code was called, and cardiopulmonary resuscitation (CPR) was performed. It was suspected that the cardiac arrest might have been caused by the reversal of proteins. Additionally, the patient was then transferred into the operating room and an effusion was observed. The faradrive sheath had caused a hole in a linear fashion in the right atrium from the level of the right inferior pulmonary vein (ripv) to the inferior vena cava (ivc). The patient right atrium tissue was thin, but it was clearly caused when removing the sheath post procedure. The device is not expected to return as it was disposed. It was further reported that the sheath was disposed therefore the lot number is not available. The treatment administered to resolve the effusion initially involved performing tap in the post-care unit. However, due to the patients habitus, this was unsuccessful, and the procedure was moved to the operative room for a pericardial window. The effusion was identified only after opening the chest in the operative room, it was determined the sheath caused upon removal. Also noted patients ra tissue was on the thinner side. The patient was stabilized and is currently alive. They have not been discharged and remain an inpatient at the hospital. The pfa procedure was performed to treat paroxysmal atrial fibrillation. No physical damage was observed with any boston scientific devices prior to the procedure, and no effusion was noted immediately post-procedure. It was further reported that the patient had passed away. The sheath damage was repaired, and the patient was recovering and hemodynamically stable. Subsequently, she developed some neurological concerns, prompting a cta, which revealed no abnormalities. Despite this, she remained intubated. The physician noted that she was expected to recover, although it would have taken some time. However, the family chose to withdraw care, and the patient passed away. It was further reported that the date of death was not available. The cause of death was the withdrawal of care by the family. The patients medical history and contributing conditions included persistent atrial fibrillation, a history of smoking, and an overall unhealthy lifestyle. No autopsy was performed. It was further reported that there were no imaging available as the procedure was satisfactory. There was no ablation performed on the right atrium and the transeptal location was mid anterior. Per customer, the surgical report is not available for review.

Manufacturer narrative:
Additional information for section a1, a2, a3 patient information, section b2 outcomes attrib to adv event, section b2 date of death, section b5 describe event or problem and section h6 impact code. Detailed product information was not provided to bsc. Because the product is unknown as the device was disposed, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.